Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal morphine at 7.992mg/day (unknown concentration) via an implanted pump for failed back surgery syndrome and spinal pain. It was reported that the patient stated they were unable to bolus when requesting due to seeing service code 8286. The patient stated they tried but had been unsuccessful in reaching their managing healthcare provider (hcp) for the pump. The patient attempted to bolus again while on call and confirmed code. Patient stated that they have been in the hospital due to their heart, and confirmed that this was unrelated to the mdt pump/therapy. Patient stated that they "swelled up with a bunch of water" and that they had been there for eight days and have gone through a lot of testing. Patient stated they had a computerized tomography (CT) scan, dye put through them, and x-rays. Patient stated that they have seen a similar screen/code come up when they accidentally requested a second bolus right after requesting one successfully. Patient stated per their personal therapy manager (ptm): "(B)(6) 2023 (B)(6) 2023 morphine 0.500mg/bolus morphine 7.992mg/day". Patient services (ps) reviewed 8286 empty reservoir alarm and assisted patient in getting to therapy details. Patient stated that they get their pump refilled every 60 days but it had been 30 days but then later stated that it must have been longer than that. Patient stated that they had a bad headache and inquired about withdrawals. Ps redirected patient to their hcp.